Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there was a 400 mg/dl blood glucose reading in his insulin pump history. His blood glucose was not high at the time of call. The insulin pump was not returned for analysis.